Event description:
It was reported to boston scientific corporation that a hydrajagwire was used on (B)(6), 2010. According to the complainant, the physician was using the hydrajagwire and noticed that the coating peeled. The guidewire's coating peeled due to the facility applying too much pressure on the locking device. There were no reported issues with the locking device. There were no patient complications and none of the fragments fell into the patient.

Manufacturer narrative:
(B) (4)

Manufacturer narrative:
(B) (4)the customer reported "810:11 failure code with a saturated air-in-line sensor circuit". During service, it was confirmed due to a defective air-in-line printed ciruit board (ail pcb). The ail pcb was replaced. The pump passed all functional tests and was returned to the customer. There is an ongoing CAPA investigation, mdq-CAPA-(B) (4) that is associated with this report.

Event description:
The facility representative reported a colleague infusion pump with an 810:11 failure code with a saturated air-in-line sensor circuit. The event was reported to have occurred during programming/set-up in the (B) (6) clinic. According to the hospital representative, no patient injury or medical intervention had been reported related to the device. This is involving a pump with software (B) (4) which is categorized as a colleague 2006. No additional information is available.